Event description:
A nurse reported a confirmed case of tass (toxic anterior segment syndrome) involving corneal edema and hypopyon that was noted one day following cataract surgery. The surgeon used a temporal clear corneal 3.0mm incision in the right eye. The patient was referred to a retinal specialist and was treated with oral and topical steroids. The patient's condition was reported as resolved with treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).